Event description:
Pt brought to hosp by emergency medical svs after collapse at home. He was intubated, resuscitated. Temporary pacer implanted. And on 11/2 pt underwent implant of pulse generator. Pt had had loss of capture of his previously implanted vvi pacemaker.